Event description:
Additional information reported a replacement was trying to be scheduled. The "patient was work comp", so it was taking a while for approval.

Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4)

Event description:
It was reported that the patient developed withdrawal symptoms (B)(6) 2015 that included: pain returned (noted to be level 10/10), flu like symptoms, and curled up in a ball. The patient presented to the emergency room (ER) at that time, and was give oral oxycodone. The patient was seen at the health care provider (hcp) office on the date of this report, and the pump logs were checked. A critical alarm had occurred and confirmed by telemetry. The logs show a constant motor stall that occurred on (B)(6) 2015 and tube set on (B)(6) 2015. The patient did not hear the pump alarming. There was no electromagnetic interference (emi) or MRI interaction. The patient had a CT scan at some point. The drug that was used via the device system was hydromorphone. The patient intervention/outcome remained unknown at the time of this event; if additional information is received this report will be updated.